Event description:
Additional information was received from the patient who reported that about 6 weeks ago the np (nurse practitioner) withdrew about 87 ml of fluid from around the pump that was not csf (cerebrospinal fluid) and ¿looked like urine¿. Per the patient, they were unsure if the fluid was collecting again because they had been having difficulty since the pump implant in april getting the ptm (personal therapy manager) connected to the pump. The ptm would indicate ¿no pump response¿. The patient also stated that not only was the fluid collecting, but the pump moved around. She stated that she could move it with her hands. The results of the dye study indicated no issue, but the hcp (healthcare provider) had difficulty accessing the port due to the pump moving. She stated that she also had a spot on her back where the catheter ran around her back muscle which was tender and swollen since the procedure in april. Per the patient, she had corrective surgery scheduled that was canceled because they removed fluid from around the pump. She stated that she had spoken with her hcp who told her to call in. It was reviewed with the patient that her concerns were medical in nature and she was redirected to work with her hcp. The pump medication was baclofen 19.97 mcg/day with a 1.5 mcg/bolus.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6). Implanted: (B)(6) 2011. Explanted: product type catheter product ID 8709sc lot# serial# (B)(6). Implanted: (B)(6) 2008. Explanted: product type catheter product ID 8731sc lot# serial# (B)(6). Implanted: (B)(6) 2014. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-25, additional information was received from the patient. It was reported the patient went and had their pump filled on thursday ((B)(6) 2021). When the physician's assistant (pa) wen to fill the pump, they were unable to find the refill port. The pa told the patient that the pump had flipped. The pa was able to manually flip the pump and fill it. The patient then stated there was fluid around the pump site, it felt like a water balloon and the pump was floating around in it. The patient stated this was the second time that fluid had been around the pump. The first time, the nurse practitioner (np) removed 87 ml of fluid from around the pump. The patient stated that when there is fluid around pump, it causes the patient a lot of pain around the pump and pain into the hip. The patient contacted their clinic on friday ((B)(6) 2021) and the patient was told to wait and see if the fluid re-absorbed. The patient contacted the clinic again, on the date of this call, but had not spoken to anyone at the clinic. The patient made inquiries, but was redirected to contact their clinic/physician. The issue was not resolved as troubleshooting was not needed.

Manufacturer narrative:
Continuation of d10: product ID 8709sc product type catheter product ID 8709sc product type catheter product ID 8731sc product type catheter. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that no revision surgery took place because on the day of surgery no fluid was present. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: none, serial#: none, implanted: none, explanted: none, product type: catheter. Product ID: 8709sc, lot#: none serial#: none, implanted: none, explanted: none, product type: catheter. Product ID: 8731sc, lot#: none, serial#: none, implanted: none, explanted: none if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported via an email that she had her pump replaced on (B)(6) 2021 and a dye study was done yesterday [(B)(6) 2021)] and showed no leakage; however, there was so much fluid around the pump that it was floating and her hcp (healthcare provider) had difficulty stabilizing it to find the refill port for withdrawal the baclofen. The patient was wondering if this was normal almost 3 months post op. Additional information was received from the healthcare provider indicated that the fluid was drained and that the patient was scheduled for a catheter revision on (B)(6) 2021.